Event description:
It was reported that after the implant procedure, the pulse generator exhibited a patient notifier anomaly. No sound was emitted from the device when the alert button was pushed. No medical intervention or patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).